Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation, unit gave a critical pump error (open book). Additionally, the open book image was partially visible due to missing segments and partial display. Unit was downloaded successfully using thump software for reference. Unable to perform sleep current measurement test, active current measurement test, and self-test due to display anomaly. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. Moisture damage was noted on the motor force sensor flex connector gold traces and electronic assembly, leading to critical pump error (open book). Lcd display window also had cracked glass, leading to the partial display and segments. Unit was also received with the following: label damage (faded), cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations for blank display were not confirmed when unit powered on with critical pump error (open book), caused by moisture damage on electronic assembly and motor force sensor flex connector. Isolate to electronic assembly. Additionally, partial display and missing segments was noted on open book image, due to cracked glass on the display window found during deconstructive analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a blank display of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for display issue and customer stated that the battery cap contacts and battery compartment and/or springs were not damaged. The customer was using the correct battery cap for the pump, inserted a new battery and restarted the insulin pump but the display did not return. No harm requiring medical intervention was reported. Mmt-1884l was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.